Manufacturer narrative:
Investigation in process but not yet complete. Upon completion, a follow up report will be submitted. This report is number 2 of 3 mdrs filed for the same event (reference 3005739886-2016-00015 / 00017).

Event description:
It was reported a 3-level decompression procedure was performed in the (B)(6), on (B)(6) 2016. Following placement of the pedicle screws, the rod and lock screws were placed. The anti-torque handle was then placed and upon applying final torque using the torque limiting handle it was noted that the lock-screw in the 7.5mm x 35mm s-lok polyaxial screw (slp7535) is not properly assembled. It appeared as if one of the threads was blown. Upon removing the lock screw it was confirmed that the threads had been corrupted by the lock screw. At this point, the lock screws and rod were removed and the 7.5mm x 35mm s-lok polyaxial screw (slp7535) was removed and replaced with a longer one. The rod and lock screw were placed again and upon final torque, the 6.5mm x 35mm s-lok polyaxial screw (slp6535) failed in the same fashion. The entire construct is removed and the 6.5mm x 35mm s-lok polyaxial screw is replaced, and as a precaution, the 6.5mm x 50mm s-lok polyaxial (slp6550) screw was also replaced due to a noticeable dent in one of the threads. After all screws were replaced, torque was applied and the procedure was complete with no further issue. There was a 25 minute delay to the procedure as a result of these issues.

Manufacturer narrative:
Engineering evaluation noted partially sheared threads on one side of the tulip and deformation on the ID on the opposite side of the tulip. This tulip exhibited noticeable deformation. A functional assessment with a lock screw indicated the thread form appeared functional since the lock screw was capable of advancing part way down the tulip. It eventually got hung up on the damaged threads. The cause for the thread damage and tulip deformation cannot be determined. It is unclear if overload conditions occurred strictly due to final tightening, if cross threading occurred that resulted in the observed condition, and/or if some other conditions contributed to the observed deformation. Such a condition includes, but it not limited to, assembling a construct and tightening the first two lock screws with the rod orientation skewed and/or proud relative to the third screw. If the screw is at its full range of motion and cannot rotate into proper orientation, the misaligned and/or proud rod may prevent proper rod seating causing damage to the threads during tightening. Screw orientation and location, rod contouring, and applied rod reduction capabilities can all impact successful construct assembly. Review of manufacturing history records found a total of (B)(4) pieces released for distribution on 11/13/2014 with no deviation or anomalies. Complaint history review did not find any previous reports of this nature for this lot. The exact root cause of the reported issues could not be determined. No product non-conformance, manufacturing or design issue was identified. As the root cause appears to be technique related, the need for corrective action is not indicated. This report is number 2 of 3 mdrs filed for the same event (reference 3005739886-2015-00015-1 / 00017-1).